Event description:
Additional information received from follow-up article: ¿xen glaucoma implant for the management of glaucoma in naïve patients versus patients with previous glaucoma surgery.¿ journal of clinical medicine vol. 10,19 4417; noting the additional events: 11 cases of needling, 2 cases of hyphema, 2 cases of wound leakage, 6 cases of anterior chamber cells, 1 case of hypotony, and 1 case of choroidal detachment.

Manufacturer narrative:
Article citation: lewczuk, katarzyna et al. ¿xen glaucoma implant for the management of glaucoma in naïve patients versus patients with previous glaucoma surgery.¿ journal of clinical medicine vol. 10,19 4417. 26 sep. 2021, doi:10.3390/jcm10194417.

Manufacturer narrative:
Article citation: lewczuk, katarzyna et al. ¿xen glaucoma implant for the management of operated uncontrolled glaucoma: results and complications during a long-term follow-up.¿ journal of ophthalmology, 9 jul. 2021, vol. 2021:2321922. Doi:10.1155/2021/2321922. Age: (B)(6). Implant date: between december 2014 and march 2019. (B)(4). The reported events of vision loss, glaucoma progression, keratitis, malignant glaucoma, choroidal hemorrhage, corneal decompensation, uveitis, macular edema, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of vision loss, glaucoma progression, malignant glaucoma, choroidal hemorrhage, device migration, gel stent blockage, exposure, incorrect placement, and high intraocular pressure are known potential adverse events addressed in the product labeling. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The article, "xen glaucoma implant for the management of operated uncontrolled glaucoma: results and complications during a long-term follow-up" from journal of ophthalmology, vol. 2021; noted the events of "13 eyes with decrease in bcva," "3 eyes with progression of glaucomatous neuropathy," "2 eyes with blebitis," "1 eye with dellen," "2 eyes with keratopathy," "1 eye with malignant glaucoma," "1 eye with bleeding under the choroid," "1 eye with migration of implant," "1 eye with implant occlusion," "2 eyes with corneal epithelial defects and erosion," "3 eyes with recurrence of uveitis," "3 eyes with implant extrusion," "3 eyes with development of macular edema (amd)," "2 eyes required bleb revision," "2 eyes with incorrect placement of the implant tip," "6 eyes required second xen device," and "3 eyes required trabeculectomy."